Event description:
The customer contact reported during preventative maintenance testing at the user facility, the device touchscreen would not stay calibrated. There were reports of any pt involvement, adverse pt events, or reported delays of critical therapies while the device was in clinical use. No additional info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was out of calibration. This was due to a broken touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.